Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) . A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed an integrated multisensor technology (imt) mixer malfunction and replaced the imt probe. The sample1 (s1) probe mixer, reagent 1 (r1) arm probe mixer, and sample probe s3 mixers were adjusted, and the imt drain port was cleaned. Siemens reviewed the data and confirmed s1 and r1 mixer malfunctions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium patient result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument resulting in falsely elevated sodium result, and the result was not reported to the physician(s). The sample was tested on an alternate dimension vista 1500 instrument. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium patient result.